Manufacturer narrative:
Analysis of the implantable neurostimulator found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain . It was reported that since implant the device not helped. When stimulation was on and the patient was mobile it hurt them so the patient stopped charging 3-4 months ago. The patient now needs an MRI and the facility wanted to put the device in MRI mode but could not because the device was dead and would not take a charge. The patient wished that it would be removed. No further complications were reported.